Event description:
This unsolicited serious device case was received from the united states on (B)(4) 2013 from a physician. This case concerns a patient (demographics not provided) who experienced swelling of knees after receiving treatment with synvisc. No relevant medical history, past drugs, other concomitant medication or concurrent condition was reported. On an unspecified date, the patient started treatment with synvisc injection at a dose of 2 ml (route of administration, frequency, batch/lot number and expiration date unk) into an unspecified location for knee pain. Later, on an unspecified date, the patient received second synvisc injection and had a reaction (swelling of knees) to second injection. Then the patient was premedicated with oral methylprednisolone (medrol dosepak), however the patient ended up in the emergency room (ER) after the third synvisc injection (date of injection not provided). Corrective treatment: methylprednisolone. Outcome: not yet recovered. A pharmaceutical technical complaint (ptc) was initiated with global ptc no. (B)(4). The product lot number was not provided; therefore a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated throughout ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints to determine if a CAPA is required. Additional information was received on (B)(4) 2013. Ptc investigation report was added.